Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify audi/vibrate anomaly, button keypad anomaly, failed battery test alert, unexpected battery power loss anomaly, charge/battery last less than expected anomaly and back light anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error, unexplained no delivery alarms. Customer's blood glucose value was unknown. Customer declined to troubleshoot. Insulin pump will not be returned for analysis.